Event description:
The customer reported during a t procedure and prior to acquisition, the pt support dropped about 12" when the operator was moving the pt horizontally into gantry. There was no harm to a pt, bystander, or operator.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).